Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with cracked case at display window corners and belt clip slot. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack and broken off slight more than half way down on battery cap area of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.